Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis and high blood glucose. They were admitted to the intensive care unit. The customer's blood glucose level was too high for the ambulance technicians to read when they tested her. When she was taken to the hospital her blood glucose had gone down to within the range of 500 mg/dl. She was treated with insulin through an intravenous therapy. They gave her fluids because she was severely dehydrated. The customer had symptoms such as having trouble breathing and vomiting. Troubleshooting was not performed for the high blood glucose. The device was not returned for analysis.